Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a touched position was observed to be out of alignment. Although touch screen calibration was performed, the issue was not resolved. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was ul_lr / ur_ll resistance measurements are out of specification. The customer complaint of touchscreen out of specification was confirmed.